Event description:
The pt was revised due to osteolysis, poly wear of the insert, and loosening of the femoral component.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The product lot number of the reported 866086 tibial insert stabilized required to search the complaint database was not legible/available. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. In addition, the product codes are discontinued items.